Event description:
The account alleged the brakes are not holding in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and the brake mechanism assembly to resolve the issue.